Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Event description:
It was reported that shortly after receiving the pump, a malfunction alarm occurred. There was no pt involvement as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event.